Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that since implant on (B)(6) 2016 she had abdominal cramping and discomfort and irritable bowel symptoms (ibs). The patient stated her healthcare professional (hcp) but her symptoms continued to get worse. The patent reported she had leaking bowels. The patient noted the hcp told the patient to turn stimulation off on (B)(6) 2017 and reported feeling ¿instant relief¿ from the cramping. The patient stated the hcp was recommending the patient have her implantable neurostimulator (ins) adjusted by a manufacturer representative (rep). The patient noted the onset of symptoms was gradual. The patient noted she was implanted with an interstim because she had vaginal mesh that failed and when they tried to remove it they severed a nerve so could not feel the impulse to use the bathroom. The patient is implanted for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. Additional information was received. It was reported that their implant was replaced because it wasn¿t placed correctly and they were in constant pain, and it didn¿t work well. It was noted that the pain was in the abdominal area, towards their right hip, and it stopped immediately when they turned stimulation off. No further patient complications are anticipated or expected as a result of this event.